Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had exhibited a lead safety switch due to an out of range pacing impedance measurement on the right ventricular (rv) channel. Review of the device data indicated oversensing of noise on the rv channel as well. Test was unable to reproduce any noise and the pacemaker was reprogrammed. No adverse patient effects were reported.